Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that on (B)(6) 2020 the patient was at a birthday party and then returned to a friends house and they went unconscious. The pod was being worn for 4 to 24 hours on the back. The patient was found by a friend and woken up at 10 pm. Patient was then taken to the hospital. Patient was diagnosed with hypoglycemia. Patient was treated with d 50, which is a solution mixed with 50% dextrose. Patient was in the hospital for 3 to 4 days.